Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #11 was removed due to bone loss. On (B)(6) 2026 implant #11 with mesial bone loss to the 3rd thread. On (B)(6) 2026 - #11- a full thickness flap with a posterior vertical release was reflected. The implant was removed using reverse torque. The osteotomy was debrided of all soft tissue down to healthy bone. There was complete dehiscence of buccal bone. All other bony walls were noted to be intact. Decorticated. An osseoguard membrane was placed over the buccal defect. Co/ca/xe regeneross bone mixed with prf exudate was used to graft the osteotomy. A prf membrane was placed. Soft tissues were reapproximated with 3-0 gut suture.grafting was completed, patient will return for implant placement symptoms as a result of the event: swelling.